Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and the displacement test. However, the insulin pump was received stuck in the motor error alarm loop during the bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump while changing the reservoir. The patient's blood glucose level was at 225 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.